Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a computed tomography (CT) scan that showed compression of the outflow graft. The patient was admitted with florid heart failure symptoms and very abnormal right heart catherization readings (rhc). The patient was admitted to the operating room for outflow graft compression to relieve the obstruction and proteinaceous yellow debris was removed between the outflow graft and strain relief. The patient was discharged after an eight-day admission in stable condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft compression under the bend relief was not confirmed through this evaluation as no images were provided and no product is available for investigation. Additionally, a direct correlation between the device and the reported biventricular heart failure could not be conclusively established through this evaluation. Multiple attempts were made to obtain any available log files or CT images from the customer; however, no additional materials were provided. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), before expiring (captured under manufacturer's reference number 2916596-2023-07166). The device was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Under "attaching the sealed outflow graft to the pump", section 5 instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Under "de-airing the pump", section 5 cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." Section 6, ¿patient care and management¿, states that patients may develop right ventricular failure during or shortly after implant. This section outlines indications of right heart failure and provides the recommended treatment options for patients with right heart failure. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that at that time, the patient presented in biventricular heart failure. Medical team had trouble managing since.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported outflow graft compression under the bend relief was not confirmed through this evaluation as no images were provided and no product is available for investigation. Multiple attempts were made to obtain any available log files or CT images from the customer; however, no additional materials were provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Under "attaching the sealed outflow graft to the pump", section 5 instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Under "de-airing the pump", section 5 cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.